Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion if the investigation or upon receipt of additional relevant information.

Event description:
It is reported by a physician, a patient had an unspecified procedure using a soltive laser system performed by a different physician. Several months later, the reporting physician performed a nephrectomy on the patient and stated it was required due to extensive damage that occurred during the initial procedure using the soltive laser. There is no report of soltive laser malfunction. Additional detail regarding the patient and events have been requested. At this time, no further information has been provided.

Manufacturer narrative:
This report is being provided to report investigation findings. New information is reported in h6 and h10. Olympus was unable to perform physical inspection is of the suspect device as it was not returned for evaluation. After three attempts of outreach to obtain the serial number for this laser console (and additional information regarding the patient and event) there has been no response. Without the device returning or a serial number a device history record (DHR) cannot be provided by the original equipment manufacturer (OEM). Olympus has implemented software upgrades to reduce risk of injuries to sensitive anatomies such as the ureter. Based on the available information in the complaint and risk management records, there is no evidence of the severity or occurrence of patient harm being greater than expected. That is, the current risk-benefit of the soltive laser system is unchanged. The definitive cause of the reported event could not be established.